Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened radial artery catheterization set for evaluation. No definite signs-of-use were observed on the returned device. During functional testing, the distal tip of the guide wire was stuck in the proximal end of the needle cannula. Analysis under uv light could not confirm any traces of adhesive around the needle cannula and guide wire. The occlusion was too deep within the cannula for uv analysis. No defects were observed on the visible portions of the guide wire. Functional testing could not be performed due to the nature of the damage on the guide wire. Microscopic examination confirmed the distal weld was present and appeared full and spherical. The core wire separated adjacent to the distal weld. The presence of the weld at the end of the guide wire further confirms the presence of an occlusion within the needle cannula, as no parts of the guide wire remained inside after unintentional breakage during functional inspection. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. The distal end of the guide wire was stuck within the needle cannula and became unraveled during functional testing. Functional and dimensional testing confirmed an occlusion within the needle cannula. Based on these circumstances, manufacturing assembly likely caused or contributed to this event. An investigation was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. UDI related data quality updates only.